Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(6). Note: this event is part of mentor memorygel breast implant 500cc post-approval new enrollment study ¿glow study¿: men-15-003, glow: ID# (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. A manufacturing record evaluation was performed for the finished device 7570799 number, and no non-conformance related to the reported complaint condition were identified. Concomitant products: mentor memorygel breast implant 500cc , catalog number 3505001bc, serial number (B)(4), lot number 7546014. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
It was reported a (B)(6)-year-old female with a history of anxiety and depression on (B)(6) 2018 underwent bilateral revision augmentation procedure with mentor memorygel breast implant 500cc. Incision size of 3 cm, inframammary approach; implants were placed submuscular. On (B)(6) 2018 the patient presented with post-operative seroma on the right breast implant. The principal investigator assessed this event as moderate in severity and possibly related the device. Seroma was aspirated and resolved by (B)(6) 2018. Additionally, right sided baker's grade IV capsular contracture was noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report contains supplemental information for mentor psr reference number ip-00414245.